Manufacturer narrative:
This follow up is to report additional information which were receipt from the user facility. Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this mor/complaint open. A follow up report will be submitted after the device evaluation has been completed and/or additional information become available.

Event description:
Rwmic reached out to initial reporter and on (B)(6) 2021, the user facility provided additional information. The follow up #1 is initiated to report patient information received from the user facility.

Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available. A combination of products (sheath/obdurator, scalpel, working element) were involved in this complaint. See below list of products. Therefore, rwmic will investigate each product and a follow up report will be submitted. (B)(4).

Event description:
On january 20th 2021, the following was reported to rwmic : does not do everything it should without trauma to the patient. The element and sheath is able to get the lower strictures, but not the upper strictures. The sheath is non-rotatable so the only way to get the stricture scalpel to cut both upper and lower strictures is to rotate the entire sheath inside the patient. The procedure in question was on a week old male and by rotating the sheath inside the patient, this caused additional bleeding. Will the device be returned? No was the device being used during a procedure when the issue occurred? Yes was there any injury or illness to the patient due to the reported issue? Yes was there any injury or illness to any other personnel due to the reported issue? No did the issue cause a delay in the procedure being performed? No did the delay put the patient at risk? (Only applicable if there was a report of delay) n/a was there a similar back-up device available for use? No was the scheduled procedure completed? Yes.